Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at unknown atms on the initial inflation. The 90% stenotic lesion being treated was in the diagonal artery. The maverick2 monorail balloon was being used to post dilate a cypher 3.5/23 stent. No patient injuries or complications were reported. Patient status is listed as "fine."